Event description:
It was reported that the implantable neurostimulator (ins) therapy did not work well and the health care provider (hcp) could not get the ¿rods¿ in their back good enough. It was noted that the therapy did work some for the patient and they were reprogrammed by a manufacturer representative a few times after implant. It was further reported that several months to a year prior to the report the therapy relief began to fade away until the therapy did not do anything at all. At that time the patient turned the ins therapy off. It was also noted that there was a shocking or jolting sensation. On the day of the report the patient tried to turn the ins on to see if the therapy would help with new arm pain. It was reported that stimulation ¿went wild¿ and they turned it off and it was throbbing and even with the ins off the sensation came back two or three more times every 10 to 15 minutes. It was noted that the patient had turned the device down to zero and it did not change the level or throbbing sensation. It was further noted that the symptoms occurred following a fall. The patient reportedly would fall a lot, but on (B)(6) 2014 the patient fell two times and broke their arm. The patient had not fallen since they broke their arm. It was mentioned that the broken arm had healed but it caused more pain at the time of the report than when it was broken. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot# v736705, implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot# v772100, implanted: (B)(6) 2012, product type lead. (B)(4).